Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# j0417569v implanted: (B)(6) 2004 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no issues were identified with the battery and extension. They removed the original lead and implanted a new system the next day ((B)(6) 2020). The shocking issue appeared to be resolved.

Event description:
Additional information was received from a consumer who reported about six months ago they had ¿dizzy spells¿ that would come over them that progressed to ¿shocking¿ on the whole left side of their body. The patient reported the issue to their healthcare provider (hcp), but ¿lived like that for 3 months.¿ as a result, the patient stated their entire deep brain stimulation (dbs) system was explanted on (B)(6) 2020 and a new dbs system was implanted on (B)(6) 2020. The patient stated they were heavily sedated on (B)(6) 2020 after the system was explanted because they were having ¿violent tremors¿ they were so severe they couldn¿t walk. On (B)(6) the patient¿s surgeon told the patient they found a ¿fractured lead or something¿a fracture somewhere in the line¿ and that was the reason they had been having the ¿shocking¿ sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, lot#: j0417569v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 02-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the consumer was experiencing intermittent shocking sensations down the entire left side of their body which they stated was incapacitating. The consumer decided not to turn the device off because it still worked to alleviate their tremor so they ¿put up with¿ the shocking sensations. It was noted the consumer was very active and the connector blocks for the extension/lead were in the cervical area of the neck which may have contributed to breaking of the wire at the connector on the extension to the lead over time. An anterior-posterior x-ray of the head, neck, and chest was performed along with impedance testing. The impedance test indicated a high impedance on contact #3 (the consumer was programmed on triple cathode monopolar c+, 0-, 1-, 2-) at 90 pulse width and 185r at 2.6 volts. The hcp replaced the right extension and checked impedances again which were still the same. The hcp then noted there was a ¿break¿ in the lead wire and the wires were exposed. The hcp opted to remove the extension and battery and leave the lead. The hcp scheduled the right lead removal and replacement for (B)(6) 2020. The hcp was going to implant a new extension and battery as well. The issue was not currently resolved which was difficult as the consumer was highly reliant on the deep brain stimulation system and wanted the issue resolved. The rep had no further information, but more information would be available on (B)(6) 2020.